Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer stated that the blood glucose level at the last night was 420 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose by bolus with insulin pump. The customer stated that the infusion set was leaked as well as cannula was bent at the infusion set. Troubleshooting was done bent cannula. The insulin pump was not returned for analysis.